Event description:
Per the clinic, the patient developed an infection post-surgery. The patient was treated by conservative management which included antibiotics (specific type, date and duration not reported) and wound cleaning/dressing. The device was subsequently explanted on (B)(6) 2025 and there are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.